Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 460 mg/dl. The customer reported treating with an insulin pen. The customer reported that the cannula of the insulin pump was occluded. Troubleshooting was done. No additional information was provided.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, and basic occlusion tests. The insulin pump was unable to prime during the prime, occlusion, and excessive no delivery alarm tests due to a faulty force sensor resistor. The insulin pump passed the self test. The insulin pump had minor scratches on the display window, cracked reservoir tube lip, and scratches on the reservoir tube window.